Event description:
It was reported that the right ventricular lead exhibited poor sensing and loss of capture. A chest x-ray showed that the lead had dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.